Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 89 mg/dl. The customer also stated replacing the battery did not clear the alarm. The battery replacement also did not make the buttons responsive. The customer also reported their esc button was not responsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.